Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: this "icident" was initially reported to FDA by zimmer (B)(4). The correct design ownership of this product is (zimmer (B)(4)). Therefore, this report has been created. Previous submitted case: 0001822565-2018-07064.

Event description:
It was reported that the patient underwent an initial procedure. Subsequently, he was revised due to a broken znn cm nail. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Additional information has been received. D11 concomitant medical devices: znn cmn nail 11.5mmx21.5cm 130, ref: (B)(4) lot:unknown. Znn cmn nail 5.0x32.5 cort screw pt, ref: (B)(4), lot:unknown. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was now reported that the patient underwent a revision surgery due to cut-out of the lag screw and secondary dislocation.

Event description:
Please refer to report 0009613350-2019-00034-1.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: lag screw cut out event description: it was reported that a cut-out of the lag screw was occurred. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: visual examination: the znn lag screw and znn nail were returned for investigation. The visual examination of both products show some little scratches on their outer surface. No relevant damages or deformations can be detected. See pictures attached. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Surgical technique: a set screw (included in the lag screw package or packaged separately) must be used to prevent the lag screw from rotating post-operatively. Root cause analysis: root cause determination using sap: lag screw migration due to users determine wrong lag screw length = possible, as no x-rays or surgical report of the initial surgery is available, this point cannot be excluded. Lag screw migration due to users apply set screw not correctly (lag screw groove not engaged) = possible, the surgical report of the initial surgery is not available. It is unknown if a set screw was used. In case a set screw was used it is unknown if it was placed correctly into the groove of the lag screw. Conclusion: it was reported that there was a cut out of the lag screw. The znn system was implanted on (B)(6) 2018 and revised on (B)(6) 2018. According to the information given the event was occurred/detected on (B)(6) 2018 1 month after the initial surgery. The lag screw and the nail were returned for investigation. No relevant damages or deformations were found. In the surgical technique it is described that a set screw (included in the lag screw package or packaged separately) must be used to prevent the lag screw from rotating post-operatively. In this case it is unknown if a set screw was used or not. If a set screw was used it is also unknown if it was placed correctly to the lag screw groove. In case there was no set screw used or the set screw was not used correctly it can be possible that a lag screw migration can occur. No x-rays have been received which confirms the cut out of the lag screw. No surgical report from the initial surgery was received which says that a set screw was used. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).